Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent the surgery via tha with the broach in question. During the surgery, the surgeon had difficulty in attaching the broaches to the handle. One of the handles could not be attached to the broach at all, and the other handle could be attached to the broach by force. Surgical delay of 30 min occurred.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: examination of the returned device cannot confirm, the reported allegation. The actis broach was able to assemble to its mating handle. No device was received for examination. Therefore, the reported event could not be confirmed. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mrae) was not performed.

Event description:
Please follow up to determine if there were any deficiencies with the handles?:the handle is other company's product. Event description mentions broaches, but qty being return states 1 - is there more than one broach involved?:quantity of product involved is one."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will bereviewed and the investigation will be re-opened as necessary. Device history lot = a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.